Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the inside of the lg lens had a stain. There was no report on the subject device being used in procedure after the suggested event was reviewed. The investigation findings did not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the inside of the lg lens of the duodenovideoscope had a stain. There were no reports of patient involvement.